Event description:
It was reported that prior to a pci procedure, a guide wire fracture occurred. While using continuous flush for testing, the physician noted resistance between the rotawire guidewire and burr of the rotational atherectomy device. Upon inspection, the physician noticed that the guidewire fractured. The procedure was completed with another same device. No pt injuries or complications were reported. The pt's status is reported as "good".